Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer had purchased the meter and test strips on the day of the call ((B)(6) 2020). The customer is concerned with test results obtained of hi. Customer is newly diagnosed and does not know her expected blood glucose test result range. At the time of the call, the customer reported feeling shaky; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of hi using the meter. Customer declined to review the meter memory for previous test result history. No additional information was provided.